Manufacturer narrative:
Investigation summary: received a 20ga nexiva catheter-adapter extension set along with a vacutainer attached to the straight adapter. DHR review was not performed since the lot number associated with this incident was unknown. Traces of patient residue was observed throughout the components of the units received. The extension tubing was not inserted (attached) to the port of the winged adapter. No trace of adhesive was observed on the tubing. No traces of adhesive residue were present on wing adapter port. Investigation conclusion: the failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Based on the information provided, the effect of the device failure was leakage that did not require medical intervention. Nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effect of minor leakage has a limited severity with ranking s2. The end user effect of minor leakage has occasional occurrence of o3 ( =100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable. Root cause description: the manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems that tubing disconnected from the catheter and blood went everywhere. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems that tubing disconnected from the catheter and blood went everywhere. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.